Event description:
It was reported that: use of the device within a pressure chamber. After 15mins of ventilation without problem compression within the chamber started. The display became black and device stopped to function. The device started two or three restarts without success and then stopped working without alarm.

Manufacturer narrative:
The investigation of the device and of the special conditions in the pressure chamber was started, but are still ongoing. The investigation results will be reported in a follow up report.